Manufacturer narrative:
Additional information received: it was confirmed that the type ia endoleak was noted on a post-op cta. The completion run during the index procedure did not show any endoleak. The endoleak was planned to be reevaluated on ultrasound but the patient was lost to follow up due to other medical conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. The aortic neck diameter ranged from 29 -31mm and was 7mm in length. The proximal neck angulation was 48 degrees. 4 heli-fx endoanchors were also used in the patient due to concern for late failure. It was reported that there was a type ia endoleak observed on completion of the procedure. The cause of the event is unknown no additional clinical sequelae were reported and the patient will be monitored.